Event description:
This supplemental report is being filed to provide additional information that the patient had additional shocks due to the oversensing of noise. The sensing vector was set to the secondary vector. Office testing was able to reproduce the noise. The auto setup feature failed in all three sensing vectors. The doctor elected to explant and replace the system. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was operating a forklift during one of the shocks. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. The high energy shock impedance was 103 ohms, which is high but within normal limits. Technical services advised some testing options. Some x-rays were done, and the system had migrated more posterior rather than mid-axillary. The local representative tested the system and only the secondary sensing vector was acceptable. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was operating a forklift during one of the shocks. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. The high energy shock impedance was 103 ohms, which is high but within normal limits. Technical services advised some testing options. Some x-rays were done, and the system had migrated more posterior rather than mid-axillary. The local representative tested the system and only the secondary sensing vector was acceptable. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the patient had additional shocks due to the oversensing of noise. The sensing vector was set to the secondary vector. Office testing was able to reproduce the noise. The auto setup feature failed in all three sensing vectors. The doctor elected to explant and replace the system. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was operating a forklift during one of the shocks. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. The high energy shock impedance was 103 ohms, which is high but within normal limits. Technical services advised some testing options. Some x-rays were done, and the system had migrated more posterior rather than mid-axillary. The local representative tested the system and only the secondary sensing vector was acceptable. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.